Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
The user reported while trying to query info using the data management system, exception errors were observed. No other details regarding the event were provided. The user reported there was no adverse consequence to a pt as a result of this event.